Event description:
Bilateral breast augmentation with saline implants. Office visit lt implant failed approx 10 days ago - decrease in volume and breast size. Pt underwent removal lt breast implant - intact but completely deflated. Pt augmented with mentor saline implant (lt).